Event description:
Boston scientific received information that an unknown patient with unknown implantable cardioverter defibrillator (ICD) was asymptomatic and received six shocks which exhausted therapy. At this time, no further information is available. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.